Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer reported the drive support disk was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. Unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump received with cracked battery tube threads and cracked reservoir tube lip.